Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. (B)(4). Manufacturer report # 3005099803-2010-04753 pertains to the wallflex biliary rx covered stent which was implanted on (B)(6) 2010. It was reported to boston scientific corporation that an unknown wallflex biliary stent and a wallflex biliary rx covered stent were used to treat a post-liver transplant anastomotic stricture. According to the complainant, the unknown wallflex stent was placed approximately 6 months prior to (B)(6) 2010. At later date, it was noted that the stent had migrated. During a procedure on (B)(6) 2010 to remove the stent, it got stuck halfway; the physician suspected that it was either a staple or a clip on which the stent got caught. The physician attempted to use ratchet forceps to remove the device, but was still unsuccessful. Finally, he used an argon plasma coagulation (apc) laser to cut the stent in two; half of the stent was removed, while the other half was left in the bile duct. During this same procedure, the physician decided to try and place the wallflex biliary rx covered stent in the common bile duct. While deploying the stent, the distal tip of the delivery system got caught on the stent. When the physician attempted to remove the delivery system, the inner sheath detached from the rest of the delivery system and fell into the patient. This portion of the delivery system was removed with forceps without issue. Despite this issue, this stent was successfully deployed at the target site. At this point, the physician plans to remove the other half of the initial stent at a later date. The patient is reported to be in good condition. The anatomy was noted to be tortuous, but not out of the ordinary.

Manufacturer narrative:
Device implanted roughly 6 months prior to (B)(6) 2010. (B)(4) - non-surgical medical intervention required. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.